Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a malfunction alarm. The customer's blood glucose was 260 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.